Event description:
Reportedly, on (B)(6) 2015, when the device was interrogated before the implantation process, a message stating that the device is in standby mode (back up mode) was displayed. Therefore, the subject device was not implanted on that day.

Event description:
Reportedly, on (B)(6) 2015, when the device was interrogated before the implantation process, a message stating that the device is in standby mode (back up mode) was displayed. Therefore, the subject device was not implanted on that day.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.